Event description:
While using the tunneling tool to position the adaptor, the hooked part on the carrier handle was lost. The hcp looked for the carrier handle in the room and on the floor but could not be found. It was thought that it was packaged without it from the beginning.

Manufacturer narrative:
Concomitant medical products: product ID 3555, carrier. Product type: accessory: product ID neu_tunnelingtool. Product type: accessory. (B)(4). Tunneling tool. Final device analysis for the tunneling tool revealed the shaft was bent. The proximal end of the carrier was broken off where it snaps into the tunneling tool handle. There was evidence of stress at this site. It was also broke at the distal end of the inner carrier likely due to sideways bending at the end of the tunneling tool shaft.

Manufacturer narrative:
(B)(4)